Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient recently completed a pacemaker implant. Upon transfer to the floor, the patient experienced a rhythm change. The patient was experiencing multiple premature ventricular contractions (pvcs) and what was apparently inappropriate tracking. A chest x-ray was ordered and the right atrial (ra) lead was noted to be dislodged. The patient was returned to the cath lab for a lead revision. The lead was repositioned in the lateral wall with better impedances and thresholds noted. The revision was successful, and the patient was in stable condition. The patient experienced no symptoms.